Manufacturer narrative:
Trackwise #: (B)(4). Corrected section: h3- corrected to "device discarded", h6 - corrected evaluation method codes to "device discarded" a lot history record review was completed for lots 25151716, 25151550, and 25151054; the last 3 lots shipped to the account prior to the event date. There were no ncmr's recorded in the lot history. H3 other text: device discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure vasoview hemopro 2 stopped working. The hemopro would not cauterize, a second hemopro 2 was opened and worked fine to complete the case. No patient harm.

Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure vasoview hemopro 2 stopped working. The hemopro would not cauterize, a second hemopro 2 was opened and worked fine to complete the case. No patient harm.